Event description:
It was reported that following the implantation of an elevate graft, the patient experienced extrusion. There were no further patient complications reported in relation to this event.